Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant on (B)(6) 2018, the right ventricular lead had deployment difficulty and could not be fixed. The lead was replaced and the patient was stable before, during, and after the procedure.